Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There were no issues found in the logs. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) screen was going out and turning green. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).